Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer holding a charge despite several attempts of recharging. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was no longer holding a charge despite several attempts of recharging. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient's difficulty charging was due to weight issues. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer holding a charge despite several attempts of recharging. The patient will undergo an ipg revision.